Event description:
The customer stated, that quality control results for the new clinical chemistry creatine kinase reagent lot #52044hw00 are out of range low. Using a new reagent of the same lot, fresh quality control material, and running the samples on an alternate instrument did not resolve the issue. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and/or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.